Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint product was received and tested with an npd engineer. The returned samples of violet orthocord sutures were tested for straight break and knot break tensile strength. In each case, the results exceeded the acceptable standards. Design specifications for straight break test and design specifications for knot break test passed the test. We cannot discern a root cause for this failure mode. Based on the complaint rate and customer impact, we believe this to be an anomaly. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatches: 1221934-2018-54619, 1221934-2018-53791, 1221934-2018-53728. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during a biceps tenodesis, the surgeon put the ancor in but when moving the wire, it ruptured. The same happened when using another anchor (3 times in total, all three anchors with the same lot number). Surgery was finished by means of transossary sutures (and the three anchors were left in patient). Surgery could be finished without further problems and no patient harm was reported. The last anchor of this lot the hospital had stored was sent in for check-up.